Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the aberrometer was loose while mounted. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not confirmed. The dovetail was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The dovetail was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed onto an aberrometer and there were no observed issues. Additionally, the aberrometer was subsequently mounted onto a fixture with a female dovetail that simulates the installation on a microscope, and no issues were identified; the aberrometer was able to be secured with no play or looseness. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).